Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to insulin. Customer reported fluid in the reservoir compartment. Customer was advised to start with a new set and reservoir to ensure that the tubing connector and reservoir top are dry. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer declined to troubleshoot for high blood glucose but she declined. Customer is with stomach flu and she is on antibiotics and it affects her sugar. Customer was treated with the pump.